Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Continued h6. (Health effect): f15. Further information from the reporter regarding event, product, patient details, implanting/explanting physician and facility, device return, diagnostic results has been requested. No additional information is available at this time. Reason for reoperation: rupture.